Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod5 coil pusher assembly; the pusher assembly was fractured approximately 68.5 cm from the proximal end; the coil was detached from the pusher assembly and the proximal constraint sphere was intact with the embolization coil. Conclusions: evaluation of the first pod5 coil revealed that the pusher assembly was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated while being used, the pusher assembly may become kinked. Further forceful manipulation of a kinked pod5 could cause the pusher assembly to become fractured. A fractured pusher assembly could cause the pull wire to become retracted, and consequently cause the coil to unintentionally detach. Evaluation of the second pod5 coil confirmed that the coil was detached from its pusher assembly. This type of damage typically occurs due to improper handling during use. If the polymer section of the pusher assembly is elongated and the distal detachment tip (ddt) stretched beyond the reach of the pull wire, the coil may detach from the pusher assembly. If the rotating hemostasis valve (rhv) is not opened while removing the device, the ddt may get caught inside the rhv and allow the polymer section of the pusher to elongate. Pod5 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00401.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod5 coils. During the procedure, while a pod5 coil was being advanced through a lantern delivery microcatheter (lantern), the pod5 coil pusher assembly became kinked and was removed. While advancing a new pod5 coil through the lantern, the physician experienced resistance and decided to remove the coil. While retracting the pod5 coil back through the rotating hemostasis valve (rhv), the coil unintentionally detached. The procedure was completed using two new ruby coils, other manufacturers'' coils, one pod4 coil and the same lantern. There was no report of an adverse effect to the patient.